Event description:
A pt contacted our (B)(4) affiliate via email on (B)(6) 2013, reporting an ocular event. She was wearing acuvue oasys contact lenses (cl) when the event occurred. The pt was wearing as extended wear. The replacement schedule and lens care solution were not reported. She stated "I bought two cartons of acuvue johnson's disposable lenses. It's the first time I wanted to try it because I was only used to use solotica and I never had a problem. But johnson's lenses were disturbing me. I thought that was a simple discomfort, the lens from the right eye is a little blurry, like if it was with a dust. I went to the ecp that identified a little astigmatism but it's ok. I still wearing the lenses but I've got a severe corneal ulcer." The pt stated she's afraid to continue use as extended wear and no longer sleeps in her cl. Our affiliate spoke with the treating ecp who reported the pt had an infectious corneal ulcer, peripherally located that was "very little size." The treatment regimen included ciloxan, ecofilm eye drops and regencel ointment, for 7 days. The lesion was not cultured. "The pt had 20/20 vision during and after the treatment. No residual lesion lasted and the patient is ok."

Manufacturer narrative:
The suspect product was discarded by the patient. Remaining product from the involved box has been requested but not received. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l001ww1 was manufactured under normal conditions. If additional information is received will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly management franchise review meetings. Device labeling single use or reuse. Conclusions codes: device discarded - unable to follow up; no conclusions can be drawn; device not returned. No evaluation will be performed.